Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and would not capture at maximum outputs. The lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.